Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-15185.

Event description:
A customer reported that during surgery, weak aspiration and weak phacoemulsification were experienced. There was no issues during irrigation/aspiration. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and replicated the reported event. The u/s diathermy printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The u/s diathermy printed circuit board (pcb) was received and a visual assessment of the returned sample showed no obvious non-conformities. The sample was installed in a calibrated system and was tested. However, during phaco voltage and frequency verification a system message(sm) - [incompatible version numbers within the ultrasound submodule. Ultrasound and diathermy function will be disabled] was displayed. Hence, no further functional test could be carried out. The system was manufactured on september 18, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).